Event description:
This device case, which does not involve an adverse event, reported by a health care professional, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B) (6) 2008, the humapen memoir burgundy (lot 0710c02) was reported to not be able to be brought into the back up mode. This humapen memoir burgundy is associated with 687081. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 19-sep-2008. Examination found missing segments in the dose number display. It was unknown if this humapen memoir burgundy was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final evaluation findings. No additional information is expected. Evaluation summary: the actual complaint devices was returned to the manufacturer for investigation (lot 0710c023, manufactured october 2007). The investigation determined liquid contamination of the lcd caused the missing dose number segments. Users are typically aware of this malfunction. The user manual instructs the user that "if any part of the pen display is missing do not use pen." In addition, the user manual instructs to keep the pen and case away from water, moisture, or wet surfaces, because the pen and case are not watertight. The malfunction, display lcd segments missing, may cause an underdose or overdose. There is evidence of improper use or storage. The investigation found multiple areas of contamination (unknown liquid) in and near the circuit board, corrosion from moisture ingress, which is not related to the manufacturing process. This contamination is relevant to the investigation results and the user's complaint.